Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.per tandem's user guide: "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg)." H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the tubing. Reportedly, the customer was disconnecting at the t lock. Tandem technical support informed the customer that this off label per the tandem user guide. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 190 mg/dl.